Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the strut bar was broken and the device would be unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the strut bar was broken and the device would be unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the strut bar was broken and the device would be unable to support weight. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.